Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod longer than 48 hours, the insertion site was red, irritated and itchy. The patient was prescribed ointments (flaminal and mupirocin) to apply on the affected area.